Event description:
A medtronic representative reported that there was no video signal being output to the monitor or the or monitors when the integrated navigation system powered on. The green power light on the transceiver was dim. The medtronic representative adjusted the power cable which made the transceiver power indicator light become bright, after which the video signals showed up on all monitors. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement power cable shipped to site on 11/11/2014. On 11/13/2014 a medtronic representative replaced the power cable and performed a navigation system check-out, all areas passed. Medtronic investigation of returned suspect device found the power cable fully functional. Continuity of the cable was tested and it passed. When the cable was connected to the 12vdc power supply, the voltage was measured at 11.8vdc. No fault found.